Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 0100634056 item name zimmer mmcâ?¢, cup,uncemented, 56 mm/48 mm, code n lot # 2564524; item number 0100185145 item name metasulâ® ldhâ®, head adapter,s, -4, taper 12/14-18/20 lot # 2565568; item number 0100181480 item name metasulâ® ldhâ®, head, 48,code n, taper 18/20 lot # 2551767. The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel patient underwent right hip tha. Subsequently the patient was revised approximately eight years and four months later due to pain, swelling, and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6.   No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: metal ions in the blood were elevated and there was osteolysis around the acetabular and femoral implants. There was a large metallosis fluid collection in the deep subq tissue through the distal it band with underlying pseudotumor. Moderate trunnionosis was noted at the base of the trunnion. The cup, liner, and head were replaced with competitor's products. No other finding/complication related to the reported event was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.